Manufacturer narrative:
No product samples, videos, or photographs were returned for investigation. No device history review (DHR) lot review was conducted because no lot number(s) was/were identified. A probable cause cannot be identified based on the information that has been provided.

Event description:
The event occurred on an unspecified date in (B)(6) 2020 at an outpatient treatment facility. A user facility mandatory medwatch was received that stated, ¿patient was started on daratumumab chemo infusion at 13:55, bag was connected at13:55, after minutes they noted that the chemo secondary tube was leaking. Infusion stopped, chemo spill was contained, called for help, and followed the chemo spill policy. Pharmacy was informed, came up, and looked into the bag, said will send a new bag.¿ there was patient involvement and a delay in therapy, however no patient harm.